Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons were hard to press, insulin pump screen had scratches making hard to read, had motor error. The customer¿s blood glucose level unknown at the time of the incident. The customer also stated that insulin pump had rejected new batteries, motor errors, backlight has lost brightness, and alarm was not as loud, unexplained no delivery, wear & tear around battery cap. The insulin pump will not be returned for analysis.